Manufacturer narrative:
The tip of the returned probe was slightly bent, but the probe displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the probe was deformed. The case was completed with continued use of the navigation system. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the suspected cause was a strong force, like being hit.